Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section e1: initial reporter's phone number: unknown/ asked but not available. Section e1: initial reporter's email address: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had post op nocturnal dysphotopsia and had trouble driving at night. The preloaded toric intraocular lens, dfw375 9.0 diopter was explanted and replaced with diu375 9.0 diopter lens in a secondary procedure. There was no vitrectomy performed and no suture was needed. Lens is not available for return. No other information is available.